Manufacturer narrative:
Product complaint # (B)(4). Photographic/video analysis: picture one shows an or monitor. In the or monitor tissue with several staples on it can be seen and bleeding is observed. The staples are noted with the proper formed shape. Pictures two and three shows tissue with staples. The staples are appreciated unformed shape. The video shows the jaws of a device with a blue reload loaded over tissue. The jaws are closed. At the 00:12 mark bleeding is observed. At the 2:39 mark the device is removed from the tissue and no malformed staples are observed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what is the surgeon¿s experience using device? Very experienced. Please provide the detailed cleaning method used between firings. Followed up IFU what is the current patient status? Stable and left from hospital.

Event description:
It was reported that the staples malformed. During the laparoscopic sleeve gastrectomy, after fired, found staples malformed as attached photos. The patient was bleeding (around 100ml). Suture was used to complete surgery and 2 hours delay was caused. The patient was in ICU for 1 day after surgery and stable in hospital now.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with four gst60b cartridge reloads present. The reloads (b, c & e) were received fully fired. The reload (d) was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The four gst60b reloads were visually inspected and it was determined that select drivers on each cartridge had minimum amounts of dried material to allow for further analysis to determine if staples had been loaded into the cartridges. Individual drivers from each cartridge were examined using a scanning electron microscope (sem) with an energy dispersive x-ray (edx) detector. The contrast in the sem image allows identification of potential targets for the edx. The edx allows for a careful examination of the elements present on a surface. The gst60b reload contains (B)(4). When the device is fired the drivers push the staples out of the cartridge, force them through the tissue, and against the anvil pockets, which form the staples into the b configuration. During this process particles of (B)(4) are left on the drivers which can be observed and identified using the sem/edx. The drivers were selected at random based on their suitability for analysis (material coverage and position in staple cavity). (B)(4) was found on every driver analyzed. Conclusion: evidence of the (B)(4) used to produce the staples in the gst60b reload was found on the drivers of 3 of the 4 cartridges (b, c, d) returned to cincinnati. Cartridge e could not be analyzed using the sem/edx, but a staple was found remaining in its pocket. This indicates that staples were loaded into the cartridges when they were manufactured.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58r0a. Investigation summary: five videos were received; video 1 shows tissue manipulation. At the 3:20 mark, a device with a gray reload loaded is introduced and placed over tissue. At the 4:57 mark the device is fired. At the 5:07 mark the device is removed from the tissue and no bleeding is observed and the staples can be seen with the proper formed shape. At the 6:59 mark a device with a green reload loaded is introduced and placed over tissue with a staple line. Video 2 continuous where the video 1 ends. At the 00:15 mark the device is fired. At the 00:25 mark the device is removed from the tissue and one complete formed staple can be seen in the cartridge deck. No bleeding or malformed staples are noted. At the 00:58 mark a device with a blue reload is introduced and placed over tissue. At the 2:31 the device is fired and the tissue is noted to be track along with the knife as the device have been fired. When the device is removed from the tissue bleeding is observed, the staples are appreciate them with the proper formed shape. Excess of tissue was noted during this fired. At the 5:27 mark a device with a blue reload loaded is introduced and placed over tissue with a staple line on it. At the 7:21 mark the device is fired. At the 7:28 mark the device is removed and no malformed staples are noted. Video 3 continuous where the video 2 ends. At the 2:06 mark a device with a gold reload is introduced and placed over tissue with a staple line on it. At the 4:50 mark the device is fired. At the 5:02 mark the device is removed from the tissue and no malformed staples are observed. Video 4 continuous where the video 3 ends. At the 1:45 mark a device with a blue is introduced and placed over tissue with a staple line on it. At the 4:44 the device is fired and the tissue is noted to be track along with the knife as the device have been fired. When the device is removed from the tissue bleeding is observed, the staples are appreciate them with the proper formed shape. Excess of tissue was noted during this fired. At the 7:44 mark a device with a gold reload is introduced. Video 5 continuous where the video 4 ends. A device with a gold reload loaded is placed over tissue with a staple line on it. At the 1:13 mark the device is fired. At the 1:26 the device is removed from the tissue and no malformed staples are noted. At the 2:50 a device with a blue reload loaded is introduced and placed over tissue with a staple line on it. At the 4:40 the device is removed from the tissue and no malformed staples are noted. Based on the videos reviewed, the event describe is confirmed. The bleeding observed on the videos could be due to the device was fired over an already existing staple line. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The analysis found that one plee60a device was returned with no apparent damage and with four gst60b cartridge reloads present. The reloads (b, c & e) were received fully fired. The reload (d) was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the patient¿s hospital stay prolonged due to the difficulties experienced with device? Yes, but don't know the specific dates, now the patient is stable and left from hospital.